Manufacturer narrative:
It is unk when the event occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged adverse events are related to v.a.c. Dressing. Kci has made several attempts to determine the nature of the alleged adverse events. No add'l info is available.

Event description:
Kci received article, armstrong, d.g., marston, w.a., reyzelman, a.m., kirsner, r.s. Comparison of negative pressure wound therapy with an ultraportable mechanically powered device vs traditional electrically powered device for the treatment of chronic lower extremity ulcers: a multicenter randomized-controlled trial. Wound rep reg (2011) 173-180 that reported that five pts placed on v.a.c. Therapy exhibited adverse events that were not specified. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.